Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl. While troubleshooting, the customer expressed being very thirsty and frequent urination as symptoms of her high blood glucose. The customer had treated their high blood glucose with a manual injection. The customer confirmed that they were not hospitalized. The customer stated that the drive support cap appeared normal and that they saw a bubble at the quick release of the infusion set. The customer was advised to run a 5 unit fixed prime until the air bubbles were no longer visible. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised to call back later to finish troubleshooting after they received the supplies necessary to do the high pressure test. The customer was advised that replacement infusion sets would be sent.